Manufacturer narrative:
No serious injury alleged. Product was returned to dealer for repair. Tech opened the unit and observed that the compressor tabs were melted, and the base pan was on the floor. Tech also stated that tubing and wires showed signs of melting. Product was approx one year old at the time of incident. Maintenance history is unk. Product has not been returned for an eval, so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
When the dealer sent the unit in for repair, the technician allegedly noticed the compressor tabs were melted off and the base pan was on the floor of the unit. The technician also alleges the tubing and wires showed signs of melting as well. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Product was returned to dealer for repair. Technician opened unit and observed that the compressor tabs were melted, and the base pan was on the floor. Technician also stated that tubing and wires showed signs of melting. Product was approximately one year old at the time of the incident. Maintenance history is unknown. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction. (B)(4) - follow-up. A visual evaluation of the device determined that the device had dust and discoloration. In addition to a visual check, the device had a noticable odor, best described as nicotine or smoking related. There were no melted parts and all parts were properly in place. A functional test for 2 hours had the o2 = 94.2% with no issues found. The concentrated performed as expected.

Event description:
When the dealer sent the unit in for repair, the tech allegedly noticed the compressor tabs were melted off and the base pan was on the floor of the unit. The tech also alleges the tubing and wires showed signs of melting as well. No injury is alleged.